Manufacturer narrative:
On the(B)(4) 2015 field service engineer (fse) was dispatched and found the systems tip disposal tube backed up with tips. The fse cleared the tips, removed the tip disposal tube and cleaned the waste chute. After checking and cleaning the sample nozzles the fse ran quality control (qc) all results were within range. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaint with similar events. The probable cause of the event was waste chute backed up with tips.. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2061tip detachment failure by main arm on the aia-2000 instrument. The tip is stuck an the customer tried to get it out and it dropped inside the instrument where it can not be reached. Customer tired to perform all set home and the instrument would not operate. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg, lhii, prl, and fsh. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.